Manufacturer narrative:
Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: analysis found the pcd performing within product specifications. 4/23/1998 additional analysis findings indicated a low resistance transistor short to the lcd. This is consistant with damage to the ICD due to lead interaction. Device shorted out when hv leads touched.

Event description:
Lead wrapped back on itself, hv coils to close to each othe, impedance went below minimum level to maintain safe oper., charge circuit went to inactive. Pcd removed, lead remains implanted.

Manufacturer narrative:
Evaluation summary: analysis of the device is in process. Analysis results will be forwarded when available. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.